Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately seven months after device system implanted. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information obtained indicated the patient's spouse notified the physicians office that the patient had a cerebral bleed resulting in surgery and being placed on life support. This was reported to the clinic eight days prior to the patient death. Attempts to obtain additional information were unsuccessful. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found.

Manufacturer narrative:
Additional information obtained indicated the patient's spouse notified the physicians office that the patient had a cerebral bleed resulting in surgery and being placed on life support. This was reported to the clinic eight days prior to the patient death. Attempts to obtain additional information were unsuccessful. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.